Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates there were no reported complications while the device was implanted.

Manufacturer narrative:
The device had remained implanted; however, the patient had passed away since the time of this event. There were no allegations against the device related to the patient death. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.